Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, ICD, implanted: (B)(6) 2016. Product ID: 419478, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered for oversensing on the right ventricular (rv) lead. The lead was confirmed to be fracture. The lead was partially capped and replaced. No patient complications have been reported as a result of this event.